Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a registered nurse had found a system error 2367 alarm (resume error, critical error found) during a review of the alarm logs on the homechoice device. The technical service representative explained system error 2367 and asked if there were any alarms that occurred prior to the system error 2367 alarm. The registered nurse stated that they did not see any other alarms. The technical service representative recommended the registered nurse contact baxter at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.